Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. The root cause of this issue was likely a defective impellatronic.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that an automated impella controller displayed a persistent self test failure message after power up. The power was cycled to troubleshoot the failure, but the issue remained. The aic was subsequently replaced for planned support. There was no patient harm.